Event description:
Clinical rationale: an impella cp device was inserted via the right femoral artery in an 81-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), classified as scai shock stage e. The patient had a history of renal insufficiency. Upon arrival to the cvicu, oozing was noted at the rp flex access site as well as bleeding from the endotracheal tube. The patient remained critically ill in refractory cardiogenic shock with lactic acidosis and metabolic derangements, and the clinical team felt the patient could possibly be developing disseminated intravascular coagulation (dic). The patient was made dnr, and the family elected to withdraw care. The patient expired shortly thereafter. The reported events are major bleed and death. The bleeding is consistent with the patient¿s underlying critical condition, anticoagulation requirements, and severe metabolic disturbance. Access site bleed is a known risk associated with impella support as described in the instructions for use due to the anticoagulation and purge requirements of the device. The death is conservatively being reported to the impella cp because the device was in use at the time of death; however, it is unlikely a contributing factor and is most plausibly attributed to the patient¿s underlying ami/cgs, scai shock stage¿e, possible dic and progressive multisystem compromise.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Asae/major bleed: the cause of the access site adverse event was patient related to the patient¿s possible dic.